Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). The product was manufactured at one of the following locations. (B)(4) this MDR was initially submitted (B)(4) 2012. Was notified today that it was not received, so it is being submitted again.